Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.

Event description:
It was reported that the distal tip of the crossing support catheter detached. Reportedly, the tip detached in the profunda during withdrawal of the device. The tip was successfully retrieved with a snare through the same access. There was no pt injury.